Manufacturer narrative:
Device evaluation: the product was sent to karl storz for inspection. The fault description provided by the customer was confirmed. Mechanical damage during reprocessing or use caused damage to the product, resulting in the light failing. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported:" lamina does not show light, only images." No negative impact in state of health reported.